Event description:
Oracle ro (B)(4): it was reported that the pump double beep no cassette (during testing). No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were all intact. The reported problem was duplicated. Found fluid ingression on the downstream sensor that could cause double beep - no cassette attached alarm. Replaced downstream sensor.